Event description:
Report from user facility indicated that pt experienced irritation of the bowel. Pt had cramps and diarrhea described as colitis that lasted for one day following endoscopy. Pt is currently well.